Event description:
The registered nurse at the hearing aid dispenser's office saw a pt who said that his wax guard was missing. The nurse examined his hear with a video otoscope and saw 2 wax guards in his ear. She was able to remove them. There was no injury to the ear - no swelling, redness or drainage.